Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) connector pin bent; full lead returned and analyzed.

Event description:
A competitor reported that the lead "broke" when pulling up through the chest wall. Follow-up with the physician's office determined that the lead tip was deformed either by the clamp used to grab the plastic cover over the lead or due to trauma when pulling through the chest wall. However, the lead was not deformed prior to attempting to pull through chest wall. The lead was not used. No patient complications have been reported as a result of this event.